Manufacturer narrative:
The reported event was unconfirmed. Received 1 used foley catheter with the drainage bag still attached. No visual defects were noted on the returned catheter. Per the functional evaluation, the balloon was inflated with 10cc of water and administered to flow rate testing. While inflated, the flow rate was 101ml/min, 110ml/min and 102ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that no urine would drain from the catheter while it was inserted. The nurse allegedly confirmed correct replacement of the device. After approximately 10-20 minutes with no urine return, the catheter was reportedly removed. A new latex-free catheter was placed and immediately returned 400 ml of urine. No medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine would drain from the catheter while it was inserted. The nurse allegedly confirmed correct replacement of the device. After approximately 10-20 minutes with no urine return, the catheter was reportedly removed. A new latex-free catheter was placed and immediately returned 400 ml of urine. No medical intervention required.